Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and both leads were explanted and replaced. Additionally, a third lead was also implanted. Postoperatively, the patient reported parasthesia was present over his pain areas.